Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported the device failed to pass operation test. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to defective ECG cable. The reported problem has confirmed. Based on the information available, customer has a spare ECG cable and replaced the defective ECG cable to fix the issue. The device was operational after replaced the defective ECG cable. The investigation concludes that no further action is required at this time.